Manufacturer narrative:
Only device photos were received. Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade IV diagnosed when explanting. Anatomy report states "fibrosis of the capsula, histiocitary reaction and cd30 negative." Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, one opening side assessed as fold flaw opening. Capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observation: no penetrating nick ( stress marks). No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade IV diagnosed when explanting. Anatomy report states "fibrosis of the capsula, histiocitary reaction and cd30 negative." Device was explanted and replaced with non-allergan device.

Manufacturer narrative:
Continued: f2203. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture, capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade IV diagnosed when explanting. Anatomy report states 'fibrosis of the capsula, histiocytic reaction and cd30 negative.' Device was explanted and replaced with non allergan device. Record is for the left side.